Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that during a routine in-clinic follow up, interrogation of this pacemaker with a programmer revealed that the lead safety switch (lss) feature had been activated due to a low out of range pacing impedance measurement less than 200 ohms on another manufacturer's right atrial (ra) and right ventricular (rv) leads. Additionally, the right atrial (ra) lead exhibited noise in unipolar configuration. The leads were programmed to bipolar configuration and pacing impedance measurements were observed to be within normal limits and no additional noise was observed on the ra lead.

Manufacturer narrative:
The local area sales representative was contacted for additional information. At this time, no further information is available. Should additional information become available this report will be updated.

Event description:
Additional information was received that the pacemaker and ra lead exhibited undersensing. Additionally, continued low pacing impedance measurements in the 200 ohms range, noise and oversensing was observed on the ra and rv leads. The patient was noted to have intact conduction and did not experience asystole as a result. Boston scientific technical services (ts) discussed troubleshooting options.